Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that they had a line in the screen. The device does not have physical damage. The device was not exposed to a magnetic field. The device was not bumped nor exposed to water. The customer¿s blood glucose during the incident was 8 mmol/l. Troubleshooting was performed. They were advised to remove the battery and install a new one. They cleaned the battery cap. The issue was not resolved. They will be sent an insulin pump replacement. The device will not be returned for analysis.

Manufacturer narrative:
Insulin pump was received with missing segments/partial display due to cracked lcd zebra connector. Insulin pump was received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.